Event description:
Info received indicates the bed exit will not alarm.

Manufacturer narrative:
The technician isolated the issue to the bed exit tape switches. He replaced the head and seat tape switches to repair the bed.